Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
Customer reported the hub of the biostable PICC with pasv was cracked and required replacement. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation. There was no harm or injury to the patient due to this event.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint was not confirmed as no sample was returned for evaluation. Drainage catheters are a purchased device from supplier freudenberg medical. Freudenberg has been notified via scar004149 for evaluation. As per the results from freudenberg medical, no sample was returned to freudenberg medical. A failure mode cannot be determined. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." Labeling review: directions for use (dfu) aw1005142-01 states the following: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).